Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead extender exhibited right ventricular (rv) pace impedance measurements of greater than 2000 ohms, noise, oversensing and inappropriate anti-tachycardia pacing (atp) therapy. A procedure was done in which the rv lead and the extender were explanted. The extender had been utilized in this abdominal implant. A new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead extender exhibited right ventricular (rv) pace impedance measurements of greater than 2000 ohms, noise, oversensing and inappropriate anti-tachycardia pacing (atp) therapy. A procedure was done in which the rv lead and the extender were explanted. The extender had been utilized in this abdominal implant. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This extender was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Resistance testing found there was a fracture somewhere within the product. An x-ray of the extender confirmed the cable from the connector block on the pace/sense leg was fractured. The x-ray also confirmed that a portion of the cable was captured by the crimp, indicating it was manufacturing correctly. Evidence indicates the fracture occurred during the time the extender was implanted in the patient. This fracture is the most likely root cause of the observed noise, oversensing, high impedance, and inappropriate therapy. Patient code 3191 captures the reportable event of surgery.